Manufacturer narrative:
The field complaint of failure to interrogate was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure it was revealed that the implantable cardiac monitor could not be interrogated. The device was not implanted. The patient was stable.